Event description:
Boston scientific received information that this product was part of a system revision due to infection. There were no additional adverse effects reported. It was stated that the product was being used outside the body for temporary pacing and has not been fully removed from service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.